Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for one week due to the event. At the time of this report, the patient outcome was reported as "fine". The treatment and action taken with pd therapy were not reported. No additional information is available.